Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with IV (intravenous) glucose the patient was released 10 hours later. The pod was worn when seeking medical attention. Patient also mentioned the low blood glucose levels were from her putting in incorrect settings and changing settings on her pump.